Event description:
It was reported that stored episodes were reviewed following delivery of anti-tachycardia pacing (ATP) and shock therapy by this cardiac resynchronization therapy defibrillator (CRT-D). Technical Services (TS) determined the episodes represented atrial fibrillation (AF) with rapid ventricular response (RVR) conducted to the ventricles and were appropriately classified as a dual arrhythmia. The device delivered three ATP bursts and one electric shock, which resulted in conversion of the rhythm. No additional adverse patient effects were reported. This CRT-D remains in service.